Manufacturer narrative:
Manufacturing records for this lot number were reviewed and no complaint-related issues were found.

Event description:
A patient with a history of heart disease and abnormal curvature of the spine was implanted with veptr at (B)(6). After implantation was complete, patient was taken to ICU. While in the ICU, the patient developed heart issues and even though she was treated, the patient died 5 days later. This report is #10 of 15 for the same event.